Event description:
It was reported that there was a write to lock error message due to an electrical reset. It was also reported that there were no parameter changes. The defibrillator is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.